Manufacturer narrative:
A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united kingdom, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, death is listed as a potential adverse event with use of the tightrail devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 14jul2020) ¿percutaneous left ventricular endocardial leads: adverse outcomes and a percutaneous extraction case series¿. The article details a case series of four patients with endocardial lv leads; three of these for previously failed conventional crt and a fourth for an inadvertently placed defibrillator lead, two (2) of which involve philips/spectranetics products. Of the 4 patients, a 53-year-old male with non-ischaemic cardiomyopathy, heart block, and bronchiectasis in the context of an auto-inflammatory syndrome, underwent implantation of a primary prevention biventricular defibrillator. Despite long-term antibiotic therapy, recurrent device infections occurred, requiring repeated extractions and re-implantations. A lack of viable coronary venous options indicated the implantation of a transatrial septal lv endocardial lead in a second procedure. Thirty months following this, a device infection developed and a full system extraction was undertaken. The right atrial (ra) and right ventricular (rv) leads were extracted in their entirety with spectranetics lld lead locking devices (MDR # 3007284006-2026-00272) and 11fr and 13fr spectranetics tightrail rotating dilator sheaths (MDR # 3007284006-2026-00273). The lv endocardial lead (medtronic 5076 capsurefix, 85 cm) was successfully removed using gentle traction and an lld stylet. Following recovery from active infection, a surgical epicardial system was implanted; however, the patient died 6 months later due to worsening congestive cardiac failure. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 14jul2020 has been used, the date of publication. Behar, jonathan m,finlay, malcolm c,rowland, edward,ezzat, vivienne,sporton, simon,dhinoja, mehul. 2020. Percutaneous left ventricular endocardial leads: adverse outcomes and a percutaneous extraction case series european heart journal - case reports, 4(4): 1-5. Doi:10.1093/ehjcr/ytaa130 this report captures the death that occurred after use of the tightrail device. There was no alleged malfunction of any spectranetics devices in use during the procedure.